Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range pacing lead impedance was observed via merlin.net transmission. An asymptomatic patient was brought into clinic and upon interrogation, impedance measurements were normal. Subsequently the lead was capped and replaced. The patient's condition is stable.